Manufacturer narrative:
(B)(6). The catalog number and the lot number were unknown. Therefore, the brand name, common device name, device product code, manufacturing location and the device manufacture date were unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up with the customer, additional information was obtained. The reporter clarified that the event occurred during a veterinary procedure. Based upon the information obtained, the complaint was further reviewed and it was determined that the event does not meet the criteria for a serious injury. This report is a malfunction. Therefore, the type of reportable event has been updated from a serious injury to a malfunction. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during a tibial plateau leveling osteotomy (tplo) surgical procedure, it was discovered that the attachment device got stuck. As a result, the small battery drive device overheated and also got stuck. According to the reporter, the malfunction led to patient injury, resulting in a crack of the proximal stump during surgery. There was more than a fifteen minute delay to the scheduled medical procedure. However, the exact duration of the delay was not specified. The reporter indicated that the surgery was completed with a spare device which functioned as expected without any issues. There was patient involvement. There was medical or surgical intervention required as a result of this event. However, the type of intervention was not specified. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.